Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. Data was provided for investigation. The wearable was inserted into an off-label insertion site, on (B)(6) 2026. On (B)(6) 2026, the patient reported that the sensor was intermittently losing signal ¿going in and out¿. A family member performed a fingerstick test, which showed a blood glucose level between 400-500 mg/dl. Although the patient was asymptomatic, they proceeded to the hospital for evaluation. Upon arrival, another fingerstick measurement was performed, showing a blood glucose level of approximately 535 mg/dl. The patient was treated with intravenous insulin and fluids and was discharged after approximately four hours of monitoring. At the time of the report, the patient was stable. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.